Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty advancing the safety mechanism was confirmed but the cause could not be determined. The product returned for evaluation was one 20g safestep infusion set. A gross visual inspection of the returned unit found that the safety mechanism was not engaged over the needle tip and was returned positioned at the needle base. Use residue was observed throughout the unit. Further inspection under a microscope found that a clear substance was present inside the safety plate and in between the needle housing and safety plate collar. When prodding this substance with tweezers, the substance was determined to be hard. The observed features suggested that the substance was adhesive. However, when inspected under a uv light the substance did not fluoresce indicating that the substance was not adhesive from the manufacturing process. The unit was then functionally tested by attempting to advance the safety mechanism. Resistance was encountered during advancement, preventing the safety from being moved from its starting position. Attempting to forcibly move the safety mechanism with pliers yielded the same result. Based on the available evidence, it is likely that the clear substance hardened and bonded the safety mechanism to the needle housing. However, it is not possible to determine when or how this substance was introduced. Therefore, the root cause remains unknown.

Event description:
It was reported the safety mechanism on their port access needle was not engaging when they removed the needle from the patient. It was stuck and would not come down to cover the needle when removing it from the patient. There was no injury to patient or staff.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the safety mechanism on their port access needle was not engaging when they removed the needle from the patient. It was stuck and would not come down to cover the needle when removing it from the patient. There was no injury to patient or staff.